Event description:
It was reported that during a procedure performed on (B)(6) 2015, while the tech was loading a screw onto the reform polyaxial driver (39-sp-0700) the tip of the driver broke. Another driver was used to complete the procedure with no effect to the patient or the procedure.

Manufacturer narrative:
Device evaluation in process. A follow up report will be submitted upon completion.